Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in not very good condition with missing parts. Visual inspection revealed that the liquid-crystal display(lcd) was broken. The root cause of the reported issue was found to be the lcd was broken. Actions were taken to mitigate the reported issue: replaced the power control board.

Event description:
It was reported that the warmer had a bad liquid-crystal display (lcd). No patient injury was reported.